Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. Reportedly, the pump gave call service 088 alarm and reporter was unable to navigate pass the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The investigation was unable to fully investigate the reported call service alarm issue due to other failures found during the evaluation including moisture found in pump.